Event description:
It was reported to boston scientific corporation in 2008 that approx 2 weeks prior, while preparing for a stenting procedure, a mardis stent was found to have a "bad tip". The physician stated that he believes the technician damaged the stent tip while he was attempting to place it over the guidewire. The physician then took over the procedure, and successfully placed the same stent. The physician further reported that there were no adverse effects for the pt.

Manufacturer narrative:
The device was implanted and explanted on unk dates. Customer complaint of the tip being damaged confirmed. The tip was found to be partially collapsed. Per the add'l info provided by the physician, it appears that the stent tip was damaged during preparation. A visual eval found that the distal 2 millimeters of the stent had been partially collapsed. Two minor kinks were also found in the distal end most likely due to handling during preparation of the stent. A functional eval found that a 0.038 inch guidewire could be passed through the stent with a little resistance being felt at the collapsed section. A lot history search was performed, and found no other complaints against lot number 9612363. The june 2008 mardis w/hydro w/wir product family trending chart was reviewed and does not show a negative trend.